Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure a patient experienced bleeding. The physician used a cryoprobe to obtain the samples and there was some bleeding. A balloon was placed in the airway for a short period of time to stop the bleeding. The bleeding resolved and the patient was reported as doing okay. There were no delays during procedure and it was completed. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.